Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous proximal left anterior descending coronary artery. The physician advanced the 4.0 x 8mm quantum maverick mr balloon catheter to the lesion and inflated the balloon, an unspecified number of times, however, when the balloon was inflated to 6atms, the balloon ruptured. The maverick was removed outside the pt intact. The procedure was successfully completed with a different device. No pt complications were reported and the pt's status was noted as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found. The device met all specifications. The most probable root cause is operational context, as device performance was limited due to the anatomical and procedural factors.